Manufacturer narrative:
(B)(4). D10 ¿ 110035376, optipac 80 biomet bc r, lot unknown. 31-479552, bipolar/endo prov cup 28x42mm, lot unknown. G2 ¿ foreign ¿ japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent cardiac resuscitation during the implantation of a cemented femoral stem. Surgery was aborted with stem and cup implanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: g1-2. D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is exempt. No product was returned or pictures provided; a product evaluation could not be performed. Based on the information received, it is determined that the cmk stem reported in this complaint is not related to the initial allegation and therefore, a limited investigation is performed. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.